Event description:
It was reported that the patient experienced five leakage issues from (B)(6)2026 to (B)(6) 2026 . The tubing was leaking at site and infusion set was used for five to eight hours.

Manufacturer narrative:
MDR (B)(4)/ initial 5 of 5 based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380